Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No critical pump error alarms noted. Power connector plug in and locked in place properly. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass. No damage on electronic assemblies noted. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump screen was flashing and they received other critical pump error. Customer did not report insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that insulin pump keeps beeping a lot then they removed battery from it and just kept on flashing. No harm requiring medical intervention was reported. The device will be returned for analysis